Manufacturer narrative:
(B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that "[pt] received a cook gunther tulip on (B)(6) 2006 at (B)(6)." It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received.

Event description:
Per abdominal/pelvic CT, dated (B)(6) 2018, "ivc filter patent, with perforation of the ivc wall with all 4 tines. Positioning of filtered should not preclude removal though may be difficult after 12 years."

Manufacturer narrative:
Correction explant date removed, the device was not explanted. Additional information: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'device is unable to be retrieved, right popliteal, femoral, and iliac vein occlusion'. Cook will reopen its investigation if further information is received. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported distal venous occlusion is directly related to the filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the inferior vena cava.

Event description:
Plaintiff alleges unsuccessful device retrieval attempt on (B)(6) 2006, the device was not explanted. Another unsuccessful retrieval attempt reported on (B)(6) 2013, without further details.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ perforation and tilt. The additional information regarding organ perforation does not change the previous investigation results for vena cava perforation. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Catalog and lot numbers are unknown, however, the tulip filter is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per a computed tomography (CT) abdomen: "filter type: cook gunther tulip. Ivc stenosis: no. Filter position: below the level of the renal veins. Impressions: the filter is tilted to the left with its proximal cone against the ivc wall. Axial image 43. Sagittal image 56. The anterior strut penetrates 11 mm through the ivc wall. It penetrates into the duodenum. Sagittal image 55. The left strut penetrates 6 mm through the ivc wall. Coronal image 57. The posterior strut penetrates 12 mm through the ivc wall. Sagittal image 53. The right strut penetrates 13 mm through the ivc wall. Coronal image 54". Per a CT abdomen/pelvis: "removable ivc filter in place, with 3 of the struts perforating the inferior vena cava wall, 2 of which abutting the duodenum but not perforating the duodenum. These findings are similar to previous CT from 3 years ago. No thrombus in the filter. Chronically occluded right external iliac and right common femoral vein with extensive transpelvic collaterals, patent right common iliac vein and patent left iliac and femoral veins". Per a CT abdomen/pelvis: "impression: patent inferior vena cava. Chronically occluded right external iliac vein with cross pelvic collaterals. Caval wall perforation by ivc filter, recommend removal of the filter; patient protected from embolic phenomenon from the right lower extremity by chronically occluded external iliac vein".

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 12/29/2016 as follows: the plaintiff allegedly received device implant via right femoral vein on (B)(6) 2006 due to dvt and upper right thigh pain. The plaintiff alleges device is unable to be retrieved and right popliteal, femoral, and iliac vein occlusion after implant of device.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It is alleged that the ¿patient received a cook gunther tulip on (B)(6) 2006 at (B)(6) hospital in (B)(6).¿ it is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.